Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA 470822 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing three occurrences of under filling after use. The following has been provided by the initial reporter: it was reported that the sst tube is short drawing. Sst tube is short drawing (not filling full). 367983 is not filling properly.

Manufacturer narrative:
Correction: patient identifiers removed from a tab. The following information has been updated: age at time of event: unknown. Age unit: n/a. Sex: unknown.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing three occurrences of under filling after use. The following has been provided by the initial reporter: it was reported that the sst tube is short drawing. Sst tube is short drawing (not filling full), 367983 is not filling properly.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing three occurrences of under filling after use. The following has been provided by the initial reporter: it was reported that the sst tube is short drawing. Sst tube is short drawing (not filling full). 367983 is not filling properly.